Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found (insertion section) connecting tube has a scratch, has a buckling (crack, damage deformation were noted). The customer reported issue of "indentations in the insertion tube" was confirmed. Furthermore, device evaluation found gap on the acoustic lens adhesive. Acoustic lens found damaged. Due to damage on acoustic lens, displayed ultrasound image is defective. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Position of ccd cable limited length for repair. Additionally, the following defects were identified during device inspection: due to wear of forceps elevator (fe) lever, up/down knob cannot be locked securely. Air/water (aw-cylinder) has discoloration, -suction (s-cylinder) has discoloration. Scope body (s-body) has a crack. S-cover has a crack. Objective lens has a scratch. Objective lens has a crack. Adhesive on a-rubber is detached. Protector of universal cord on control section side damaged. Universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " it has indentations in the insertion tube". No harm was reported. No patient harm, no user injury reported . Device evaluation found gap of adhesive on the distal end / stain entered inside the lens through the gap. This report is being submitted due to the finding of gap of adhesive on the distal end / stain entered inside the lens through the gap identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the staining inside the lens through the adhesive gap could not be determined, however it is likely that liquid entered the inside of the lens. Olympus will continue to monitor field performance for this device.